Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, damaged electrode belt receptacle, connect belt messages) has been confirmed. Upon investigation the monitor displayed a service code 105 and the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Two wires were severed and the belt receptacle connector was pulled from j1001, causing the service code and reported connect belt messages. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was producing service code 105, connect electrode belt messages and had a damaged belt receptacle.